Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation in 2008, that a corflo cubby low profile gastrostomy device was planned for use in percutaneous endoscopic gastrostomy (peg) procedure. According to the complainant, "the locking tab of the bolus feeding tube was deformed." Reportedly, another corflo cubby low profile gastrostomy device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.